Event description:
(B)(4). After 3 years of debilitating pain, migraines, excessive bleeding, heart palpitations, unexplained weight gain, elevated blood pressure, numbness in extremities, chronic fatigue, depression and more I had to have surgery to remove essure via total hysterectomy leaving only my ovaries.